Event description:
The customer reported approximately 10 ml of fluid leaked from the front of the coulter ac*t diff analyzer. The customer could not identify the source of the leak and indicated that the leak was not contained within the instrument. The customer stated that the issue occurred while attempting to run quality control (qc) prior to analyzing the patient samples. The customer reported that the quality control (qc) results recovered out of the laboratory's established ranges. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed that the white blood cell (wbc) and red blood cell (rbc) baths were not draining and were overflowing. The fse discovered worn tubing through pinch valves lv14 and lv15 and proceeded to replace the tubing to resolve the problem. The fse performed startup without any issues and quality control (qc) results passed within specifications. (B)(4).